Event description:
It was reported that the case involved the rca. The guide wire was advanced and then the balloon catheter was advanced and inflated. Then, a spiral dissection occurred. In an attempt to back the balloon catheter out, leaving the guide wire in the vessel, resistance was met and the guide wire and the balloon catheter became stuck together. When the guide wire was pulled against resistance, the guide wire came out with an unraveled appearance. The balloon catheter was left in the pt, on purpose for tracking, and the pt was taken for bypass surgery. Four vessels were bypassed. It is not known if the guide wire tip actually separated and remains in the pt. Reportedly, the pt survived the surgery.